Event description:
Caller reported compact plus system blood glucose result of 70 mg/dl, ate 2 glucose tablets, retest result was 120 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.